Manufacturer narrative:
At the completion of the clinical evaluation, the presence of a type iiib endoleak of the main body was confirmed. Based upon the available information, the root cause of the type iiib endoleak was likely related to the strata material of the main body. Clinical assessment found evidence to suggest that the off label condition of absence of an aortic aneurysm likely contributed to this event. No other known user or procedure related issues were identified. The final patient disposition was reported as being monitored. Devices remain implanted in the patient and were not returned, therefore no evaluation was completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with afx devices in 2015. It was reported the patient has a potential type 3b endoleak. The patient has also been diagnosed with occlusive disease. The physician plans to monitor the patient, there is no secondary intervention planed for this patient at this time. There have been no additional adverse events reported for this patient.